Event description:
Port placed 5/16/97. On 5/19/97, the pt was in an auto accident & the port was crushed by the seat belt. The surgeon has revised the port three times since then. During infusion on 7/28/97, the pt felt a burning in her chest during saline infusion, but no swelling was noted. The port was removed. Since the 3rd reposition, the pt has had a low grade fever.